Event description:
The patient contacted baxter's technical service center regarding a system error 2240 (air in set), which occurred on the homechoice (hc) during use during drain 1. The patient was not connected at the time of the alarm. The patient line became separated from the transfer set. Proper procedures were reviewed per the user manual. The technical service representative (tsr) had the patient close all the clamps and the transfer set, cycle the power off and on. A system error 2367 occurred. The tsr had the patient cycle the power off and on to the "press go to start" prompt. The tsr explained the alarms. The patient stated they were unsure how the patient line got disconnected while they were sleeping. The tsr informed the patient to discard the supplies and talk to their registered nurse (rn) in the morning about the alarm. The patient would complete therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. This issue is being investigated through CAPA.